Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels, and the customer stated that she felt as though the insulin pump was not delivering insulin. The blood glucose reading was 568 mg/dl at the time of the event, and the most recent blood glucose reading was 468 mg/dl. The customer complained of nausea, fatigue, and thirst. She treated with 6 units of insulin via manual injection. She was not admitted as an inpatient to a hospital. Upon troubleshooting, all settings appeared to have been programmed correctly. She declined to complete troubleshooting, advising that even the manual injection she had administered was not lowering her blood glucose levels. She stated that she did not like the insulin pump and was advised that she would be sent replacement supplies. Nothing further reported.